Event description:
Patient's acetabular component revised due to cup loosening. Stryker cup and depuy head were removed and replaced with a depuy custom triflange acetabular component. Original implant date (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).